Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported that the patient had experienced stroke symptoms. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.